Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing severe headache when stimulation was on. The patients linear leads migrated. The cause of the patients headaches was unknown and the physician was unsure what caused it. The patient had a reprogramming and was prescribed with pain medication and injection. The patient will undergo a revision procedure.